Event description:
Customer notified baxter corporate product surveillance of one cl sec med set 35" w/ll and hangerno needle or distal connector in which the white tip was broken off. The nurse observed this when it was removed from the package. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the evaluation or if additional information becomes available. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). Root cause of the reported issue could not be determined. This issue is being investigated through CAPA. If additional relevant information becomes available, a follow-up report will be submitted.